Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2018-02300 it was reported ((B)(6)) the patient experienced numbness and weakness, as well as pain and swelling at the lead site with some bleeding around the incision points. The surgeon felt the patient did not have an infection, nor dermatitis. As a result, the physician explanted both leads and replaced them. Reportedly, the patient¿s issue has resolved. Primary device implant and explant date is unknown, and associated lead device information is unknown.